Manufacturer narrative:
One sample was returned. Two samples were not returned. There are three cases with a method codes of device not returned (4114), and analysis of production records (3331), a results code of no findings available (3221), and conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patient age from unknown to 70 years there was one patient with unknown gender and two female patients .